Event description:
Resident was standing up in standing frame when the frame moved. Pt/ot present, ot lifted the brake lever to ensure that frame was locked in to place, in doing so, this lifted up the panel at the bottom of the frame. Resident's foot had slid underneath the panel unnoticed as staff put the brake level back down. Thus catching resident's left great toe under the panel. Resident on coumadin and toe kept bleeding - resident sent to hospital for eval/tx - resident lost toenail on great toe and a hairline fx was noted.